Manufacturer narrative:
The insulin pump received with no button response due to flattened act keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Unable to verify battery out limit due to keypad anomaly. The keypad connector was found close properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and none of the buttons work. The customer's blood glucose reading was 81mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. Customer indicated that the issue was resolved by a complete set change.